Event description:
Customer has reported that the table showed error code messages and control units were unresponsive. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site investigation, it was confirmed that user reset the table and the error code went away. Functions were working as expected after the reset. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. This issue would not be likely to cause or contribute to a death or serious injury if the malfunction were to recur as according to the IFU of the device the reset function is described to eliminate temporary failures. This will allow the user to bring back the functionality of the operating table within a short timeframe. It was confirmed that functions were recoverable by reset. No harm or significant impact to the surgical procedure was reported. Based on this information, no further action is required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer has reported that the table showed error code messages and control units were unresponsive. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).